Event description:
It was reported that during a knee arthroscopy "the pump would not sense pressure". It was reported that the pump did alarm. The pt developed an "extravasation" of the knee during surgery. The knee was drained, the surgery was completed without delay. The pt was discharged the same day without additional surgical or medical intervention.